Event description:
Related manufacturer reference number: (B)(4). It was reported a patient's left ventricular (lv) lead presented with loss of capture. This was addressed by a procedure on (B)(6) 2022 in which the lv lead dislodged so it was explanted and replaced. During the same procedure the atrial lead also became dislodged, so it was explanted and replaced. Post-procedure the patient was recovering.

Event description:
Related manufacturer reference number: 2017865-2022-48761. Related manufacturer reference number: 2017865-2022-46544. It was reported a patient's left ventricular (lv) lead presented with loss of capture and the implantable cardioverter defibrillator (ICD) presented with migration. The migration caused discomfort and the ICD was explanted and replaced in a procedure on (B)(6) 2022. During the procedure, the lv and atrial leads dislodged so they were both explanted and replaced. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix found partially extended and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification.